Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped and abandoned due to inappropriate shocks, high impedance and loss of capture. The lead was replaced with a lead model 15.